Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3420/7539183, tgt3720/7850881). After the procedure, a type ii endoleak was found. The preoperative aneurysm diameter measured 80 mm. On (B)(6) 2010, the patient was discharged. The type ii endoleak still present. The physician elected to monitor the patient. The aneurysm measured 80 mm. On (B)(6) 2011, at the six-month follow-up study, the type ii endoleak was still present. The physician elected to monitor the patient. The aneurysm measured 82 mm. On (B)(6) 2011, at the one-year follow-up study, the type ii endoleak was still present. The physician elected to monitor the patient. The aneurysm measured 83 mm. On (B)(6) 2012, at the two-year follow-up study, it was revealed the diameter of the aortic aneurysm had enlarged to 89 mm. An endoleak was not found. The physician elected to monitor the patient. On (B)(6) 2013, at the three-year follow-up study, it was revealed the diameter of the aortic aneurysm had enlarged to 96 mm. An endoleak was not found. The physician elected to monitor the patient. On (B)(6) 2014, at the four-year follow-up study, it was revealed the diameter of the aortic aneurysm had enlarged to 100 mm. An endoleak was not found. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.